Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. An investigation was completed based on the study data. The data showed the total time of the procedure is 31:39 hours, indicating that this was a short study. The ph values started at a normal level, and then significantly dropped to a value below 4 ph in the middle of the procedure and stayed in this value. There were other additional high ph readings throughout the study. This confirmed that the capsule detached from the esophagus prior to the end of the procedure.

Event description:
Customer reported a short bravo ph study with high ph readings. The study lasted only 31 hours. Customer stated that the capsule may have detached and fell into the stomach prior to end of the procedure. A repeat procedure is scheduled.